Manufacturer narrative:
(B)(4). Date sent 11/13/2024 d4 batch #v94t7v photo summary this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with a label with the lot # v94t7v, exp. Date: 2026-03-31. The tyvek in the images shows the expiration date and lot number covered by a label, possibly hiding the fact that the device is past its expiration date, the label show lot and expiration date. The lot v94t7v number was reviewed, and it belongs to a ec60a device and the expiration date recorded on the quality tracking system 2024-03-31. The expiration date on the label do not match the information in our johnson & johnson/ethicon endo-surgery systems. Additional, a lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot 383a73 showed that this lot was not authorized to be sold to the account that reported the issue. Based on the photos reviewed, the suspect diversion and suspect tampering is confirmed. A manufacturing record evaluation was performed for the finished device batch number v94t7v, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. How was the product purchased? Test purchase 2. Could you please confirm if the vendor is authorized by jnj ¿ not authorized 3. Is there an indication of how the product was distributed? No 4. Is there any indication of the source? No 5. Based on the packaging, is there any indication of which market the original genuine product may have come from? No 6. Was the device used on a patient? If so, was there any patient consequence? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Gbp latam is conducting a market survey in colombia and as part of team has performed a test purchase close to a suspicious seller in the city of(B)(6).